Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database was bloated, causing users to be logged out during transactions. A technical support specialist dialed into the station, verified disconnected mode and critical override status, followed the knowledge article (ka), "controlling the purge in es 1.5.x-1.11.x - purge recovery - purge queue growing faster than deletion or purge failure for extended period of time", attempted purge control which resulted in errors, followed the ka, "medstation es - 1.7.4 devices are bloating - maintenance service unable to get past purge deletion error", verified the software version, identified the reindexing service was not running, proceeded with a full synchronization using ka, "proper data sync 2.0 procedure", verified successful synchronization, and confirmed normal operation with the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, database bloated. It kicked the user out in the middle of their first transaction and log them out. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.